Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed

Event description:
Boston scientific received information that this pacemaker previously exhibited loss of capture and noise that was oversensed on the right ventricular (rv) lead. Reprogramming was performed which resolved the issue at that time. However, the noise was recently observed again, so the rv lead was surgically abandoned and the pacemaker was replaced. The cause of the observations is unknown. No additional adverse patient effects were reported.